Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality-safety evaluation of ptc was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain / physical pain, excessive and heavy bleeding (seen as genital bleeding) and unintended pregnancy with essure. She underwent a surgery to remove the essure device and had a total hysterectomy and bilateral salpingectomy performed. The events are regarded as anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / physical pain"), genital haemorrhage ("excessive and heavy bleeding") and pregnancy with contraceptive device ("unintended pregnancy with essure") in an adult female patient who had essure (batch no. B09703, 50701223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 (((B)(6) 2002, (B)(6) 2004, (B)(6) 2009, (B)(6) 2013 and (B)(6) 2014)). Concomitant products included oral contraceptive nos from 1-may-2013 to 1-sep-2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), back pain ("back pain"), abdominal pain lower ("cramping"), migraine ("migraines"), complication of pregnancy ("pregnancy (with complications)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping);"), fatigue ("fatigue") and von willebrand's disease ("von willebrand's disease/bleeding disorder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, ciclosporin (cyclosporine), trazodone and surgery (surgery to remove essure, total hysterectomy and bilateral salpingectomy performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain and abdominal pain had not resolved, the genital haemorrhage was resolving and the dyspareunia, back pain, abdominal pain lower, migraine, procedural pain, complication of pregnancy, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, headache, dysmenorrhoea, fatigue and von willebrand's disease outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of pregnancy, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vaginal haemorrhage and von willebrand's disease to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, headache, dysmenorrhoea, fatigue, complication of pregnancy, von willebrand's disease were added. Reporter, patient demographic information, other relevant history updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive and heavy bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure"), complication of pregnancy ("pregnancy (with complications)") and von willebrand's disease ("von willebrand's disease/bleeding disorder") in an adult female patient who had essure (batch no: b09703, 50701223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she had not done essure confirmation test". The patient's past medical history included multigravida and parity 5 (on (B)(6) 2002, on (B)(6) 2004, on (B)(6) 2009, on (B)(6) 2013 and on (B)(6) 2014)). Concurrent conditions included post-traumatic stress disorder. Concomitant products included oral contraceptive nos from on 1(B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of pregnancy (seriousness criterion medically significant), von willebrand's disease (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), back pain ("back pain"), abdominal pain lower ("cramping"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping);"), fatigue ("fatigue") and pain ("physical pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen, ciclosporin (cyclosporine), trazodone and surgery (surgery to remove essure, total hysterectomy and bilateral salpingectomy performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain and abdominal pain had not resolved, the genital haemorrhage was resolving and the complication of pregnancy, von willebrand's disease, dyspareunia, back pain, abdominal pain lower, migraine, procedural pain, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, headache, dysmenorrhoea, fatigue and pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of pregnancy, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vaginal haemorrhage and von willebrand's disease to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Lot number: 50701223, manufacture date: 2012/11, expiration date: 2015/11. Lot number: b09703, manufacture date: 2013/03, expiration date: 2016/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("both fallopian tubes contain an embedded metal spring contraceptive device"), genital haemorrhage ("excessive and heavy bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure"), complication of pregnancy ("pregnancy (with complications)") and von willebrand's disease ("von willebrand's disease/bleeding disorder") in an adult female patient who had essure (batch no. B09703,50701223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (((B)(6) 2002, (B)(6) 2004, (B)(6) 2009, (B)(6) 2013 and (B)(6) 2014)), chest pain, thoracic spondylosis, insomnia, cervical dysplasia, anorexia, knee pain and numbness in leg. Concurrent conditions included post-traumatic stress disorder, haemorrhage in pregnancy and plasminogen activator inhibitor decreased. Concomitant products included oral contraceptive nos from (B)(6) 2013 to 1-(B)(6) 2013 and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of pregnancy (seriousness criterion medically significant), von willebrand's disease (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), back pain ("back pain"), abdominal pain lower ("cramping"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping);"), fatigue ("fatigue") and pain ("physical pain"). The patient was treated with ciclosporin (cyclosporine), ibuprofen, trazodone and surgery (surgery to remove essure, total hysterectomy and bilateral salpingectomy performed on (B)(6) 2015 and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain and abdominal pain had not resolved, the embedded device, complication of pregnancy, von willebrand's disease, dyspareunia, back pain, abdominal pain lower, migraine, procedural pain, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, headache, dysmenorrhoea, fatigue and pain outcome was unknown and the genital haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of pregnancy, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vaginal haemorrhage and von willebrand's disease to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Patient has not had hsg performed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: positive. Lot number: 50701223 manufacture date: 2012/11 expiration date: 2015/11 . Lot number: b09703 manufacture date: 2013/03 expiration date: 2016/03. "Concerning the injuries reported in this case, the following one/ones was/were reported from patients medical record :embedded device " quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2018: event "both fallopian tubes contain an embedded metal spring contraceptive device", reporter, medical history added from medical record. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain "), genital haemorrhage ("excessive and heavy bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure"), complication of pregnancy ("pregnancy (with complications)") and von willebrand's disease ("von willebrand's disease/bleeding disorder") in an adult female patient who had essure (batch no. B09703, 50701223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she had not done essure confirmation test". The patient's past medical history included multigravida and parity 5 (((B)(6)2002, (B)(6)2004, (B)(6)2009, (B)(6)2013 and (B)(6)2014)). Concurrent conditions included post-traumatic stress disorder. Concomitant products included oral contraceptive nos from (B)(6)2013 to (B)(6) 2013. On (B)(6)2013, the patient had essure inserted. In may 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In february 2015, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of pregnancy (seriousness criterion medically significant), von willebrand's disease (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), back pain ("back pain"), abdominal pain lower ("cramping"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping);"), fatigue ("fatigue") and pain ("physical pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen, ciclosporin (cyclosporine), trazodone and surgery (surgery to remove essure, total hysterectomy and bilateral salpingectomy performed on (B)(6)2015). Essure was removed on (B)(6)2015. In december 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain and abdominal pain had not resolved, the genital haemorrhage was resolving and the complication of pregnancy, von willebrand's disease, dyspareunia, back pain, abdominal pain lower, migraine, procedural pain, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, headache, dysmenorrhoea, fatigue and pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of pregnancy, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vaginal haemorrhage and von willebrand's disease to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received:event she had not done essure confirmation test added.concurrent condition added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and heavy bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure") and pelvic pain ("pelvic pain / physical pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dyspareunia ("pain during intercourse"), back pain ("back pain"), abdominal pain lower ("cramping") and migraine ("migraines"). The patient was treated with surgery (surgery to remove essure, total hysterectomy and bilateral salpingectomy performed on (B)(6) 2015). In (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the genital haemorrhage, abdominal pain, pelvic pain, dyspareunia, back pain, abdominal pain lower, migraine and procedural pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage, pregnancy with contraceptive device, abdominal pain, pelvic pain, dyspareunia, back pain, abdominal pain lower, migraine and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain / physical pain, excessive and heavy bleeding (seen as genital bleeding) and unintended pregnancy with essure. She underwent a surgery to remove the essure device and had a total hysterectomy and bilateral salpingectomy performed. The events are regarded as anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.